Event description:
Interrupt af clinical study pm009: subject ID: (B)(6). An index ablation procedure involving an intellamap orion catheter, dynamic xt electrode catheter, and intellanav mifi oi catheter was successfully completed on (B)(6) 2022. It was reported that on (B)(6) 2022, the patient was admitted to the emergency room after waking up with complaints of tachycardia, pressure on the chest and dyspnea. An electrocardiogram (ECG) in the emergency unit showed atrial tachycardia. The suspected cause is atrial cardiomyopathy. The patient's oral medication was changed or adjusted to dronedarone, and a diagnostic ep study was performed. This issue was resolved (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.